Event description:
It was reported a sepsis 16 days after graft implantation. The pt was reported to have recovered.

Manufacturer narrative:
No product eval was performed since the device remained implanted in pt. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, sterilization records did not evidence any anomaly and confirmed that the graft was supplied sterile. No conclusion can be drawn. There was no other report of infection with this sterilization lot number.